Event description:
It was reported that the patient¿s implantable cardiac monitors (icms) was discovered to be under-sensing. No intervention was performed. The patient's health status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that r wave amplitude variation was discovered on the implantable cardiac monitor (icm) during follow-up in clinic. Under-sensing and r wave amplitude variation were addressed after programming changes were made. The patient was stable.